Manufacturer narrative:
The customer¿s reported issue was confirmed. The device evaluation findings included the following: integrity of water tightness is lost due to crack at the control body and between the up/down and left/right control knobs due to deformation of parts. The scope was disassembled, and corrosion was found on the base plate. The color ring is cracked with 3rd party repairs performed. The air/water cylinder has corrosion and has discoloration, the scope cover is cracked, the scope connector and electronic connector have corrosion, the jet tube is damaged, the objective lens has a chip attributing to a partially dark area on the image. The objective and light guide lens is cracked, and the connecting tube has deformation. There are also scratches at the suction cylinder, forceps channel port, switch box, and universal cord. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
The customer returned the evis exera ii colonovideoscope to the repair center for reported physical defects of the bending section and insertion tube including unusual shapes. However, during the repair evaluation, the following reportable defects were identified: foreign material discharged from the suction cylinder and instrument channel, also a brown colored foreign material was found inside the air / water tube. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the foreign material in the biopsy channel and auxiliary water channel could not be identified. However, it¿s likely the cause is related to reprocessing being conducted improperly by the user. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: - IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection - IFU states the preventative measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.